Event description:
It was reported that there was a loss of image during a procedure. There were no adverse consequences as a result.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: turns on and off on its own. Probable root cause: dvi / s-video/compositecables and connectors, sources and sinks. Sk28 hardware (sk28 io board, sk28 m board). Sk28 firmware/ software. Sdc3 application software. Gravity workflow software application. Software: sdc3 ipad app. Use error. Manufacturing/ service nonconformity (stryker/ novatech). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a loss of image during a procedure. There were no adverse consequences as a result.